Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 582 mg/dl. It was confirmed that the reservoir was not empty and the tubing did not have air. The customer disconnected and was able to perform fixed prime. The customer was unable to remove the infusion set. Customer was advised that there was a possible site issue to change the infusion set as soon as possible.